Manufacturer narrative:
Product ID: 3387s-40, lot# v245967, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v194124, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 64002, lot# n356762, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v245967, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v194124, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n356762, implanted: (B)(6) 2013, product type: adapter.

Event description:
Additional information received reported it was a short. The cause was not determined. Therapeutic benefit was achieved.

Event description:
It was reported that there was an elective replacement indicator (eri) message. The message had appeared on the date of this report. It was noted that the patient had been in the hospital in (B)(6) and the implantable neurostimulator (ins) had been turned off until the date of this report. The eri message was displayed upon interrogation. Battery voltage was 2.92v but a second read showed the battery was 2.87v. Additional information received reported the manufacturing representative had not seen the battery fluctuation happen previously. Impedance testing was done and had resulted in a short, 160 ohms on the programmed contacts. It was noted that the short had caused the problem. The device was being reprogrammed appropriately. The patient was fine.